Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -9.50/3.5/103 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was removed and on the same day different surgery a replacement lens of longer length lens was implanted due to low vault with rotation. The replacement resolved the problem. Cause reported as device. "Lens rotated even though vault was 300 which would normally have been ok, but too small for a toric perhaps."